Event description:
It was reported that the patient with this tactra penile prosthesis presented with concealability problems, pain and discomfort. It was reported that the patient is not able to bend it. The tactra device was explanted. There were no additional patient complications reported.